Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, ¿loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures.¿

Event description:
It was reported that patient underwent an initial left hip compression screw procedure on (B)(6) 2007 due to a hip fracture. Subsequently, patient presented on (B)(6) 2015 with intractable left hip pain and severe arthritis. It was further reported that patient experienced a bicycle accident a few years prior. Patient was converted to a total hip on (B)(6) 2015 due to posttraumatic arthritis. During the procedure, as the screws were being removed two of the screws' heads sheared off. One screw and the plate were removed. The threads of the screws were left in the patient for the time being. Bone growth around the lag screw prevented removal. A neck osteotomy was performed and the bone of the femoral head was split to remove the lag screw. A fine drill bit was then used to remove the threads of the two fractured screws. Competitor products were use to complete the procedure.